Event description:
Distributor rep. Notified artegraft, inc. Of this event at dr.'s request. However, info pertaining to this event was not obtained until 03/2002. The pt had a femro-popliteal procedure and after two weeks a discoloration at the site of implantation was seen. The graft was replaced in that area with another device.